Manufacturer narrative:
Treatment parameters were in line with the typical range. This complaint included known side effects. No new risks were identified. No device malfunction was detected.

Event description:
Patient had dysmetria immediately after the treatment and leg weakness 24 hours post treatment.

Event description:
Patient was treated on (B)(6) for essential tremor (et). Patient had dysmetria immediately after the treatment and leg weakness 24 hours post treatment.

Manufacturer narrative:
Treatment parameters were in line with the typical range. This complaint included known side effects. No new risks were identified. No device malfunction was detected.